Event description:
It was reported that intermittent oversensing had been observed on the right ventricular lead of an asymptomatic patient remotely through merlin.net. In clinic, the noise could not be reproduced through manipulation. All other electrical values were normal. An insulation anomaly was also noted. The lead was explanted and replaced. The patient was in good condition following the procedure.

Manufacturer narrative:
(B)(4). Final analysis found that a partial lead was returned. An external insulation abrasion was noted at 40.5 cm to 40.7 cm from the tip electrode which exposed the outer coil. The abrasion was consistent with exposure to constant friction against another implantable device. The damage found likely contributed to the reported noise and sensing anomalies.